Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received info that this subcutaneous implantable cardioverter defibrillator (s-ICD) was unable to be interrogated despite separate attempts with two different programmers. Also, no tones were heard when magnets were applied over the device. The info was discussed with boston scientific technical services (ts) and cannot confirm therapy availability to patient, therefore, device replacement recommended. The patient was admitted to the hospital and the device was successfully changed-out the next day. No add'l adverse patient effects were reported.